Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 04/12/2016. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed on the returned device, and noted non-penetrating scratches on the port housing. The port base was also noted to be discolored, and brownish in color. An air leak test was performed and no leakage was noted. A fill inspection test was performed, and found no blockage or resistance to flow. A microscopic analysis was then performed, and observed the band tubing to have a surgical end cut, consistent with removal of the device.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. The reporter indicated the device would be returned, to date apollo has not received the device. If returned, visual examination may determine the connecter type associated with this event. The reporter of the event was asked to provide further information regarding diagnostic testing and patient information. The reporter stated they are unknown. Device labeling addresses the reported event of leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "leak from [the] port." The port was removed and replaced.